Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the after interventional treatment by right femoral artery, a 8f angio-seal device was used for vessel occlusion. No calcification, narrow and bifurcation tortuosity was found in angiography, and femoral artery occlusion was successful to stop bleeding. There was bleeding at the plugging site 12 hours after the operation, the patient was in stable condition after hemostasis treatment by compression. The patient is known to have peripheral vascular disease. Bleeding occurred out of the procedure room. The patient's hospitalization was extended due to the event. An ultrasound was performed to diagnose the bleed. Additional information was received information received (B)(6) 2019: the patient had blood thinning medication, thrombolytics, or platelet aggregators during the procedure but no exact details were provided.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.